Event description:
It was reported by service report that there was a broken footboard assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: inoperable scale module and the module housing on the footboard was broken and unable to support the installation of new modules.